Event description:
It was reported that during an unknown procedure, the ureteroscope had a bent with broken light fibers. This issue prolonged the procedure for more than 30 minutes while the patient was under sedation. The procedure was then completed with the same device. There were no reports of patient harm.

Event description:
No additional information was received from the customer. No additional information was received from the customer. As no additional information obtained, it was determined that there was no harm to the patient as initially reported. No additional information was received from the customer. As no additional information obtained, it was determined that there was no harm to the patient as initially reported. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus correcting b1 and b2. B1 should not be marked as an adverse event but product problem only, and b2 should not be marked at all. Updated f10 health effect - impact code to f26.